Manufacturer narrative:
The reported field events of helix could not be retracted and the tip of the helix was extended were not confirmed in the laboratory. A complete lead was returned for analysis. Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during the procedure, the helix of the right atrial lead could not be retracted smoothly and the tip of the helix was extended before the lead was placed into the body. A different lead was used. The reported lead was replaced and the procedure was completed with no adverse consequences to the patient.